Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture, noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole for this patient. The system was removed from service and replaced. No additional adverse patient effects were reported.